Manufacturer narrative:
During inspection and testing, service found the image disappeared due to an imaging component failure. The reported event (color bars) was confirmed during testing. In addition, the cable was leaking due to physical stress and there was rust on the retaining bolts and springs. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was interference in the image. There were stripes in the image and the edges were blue and yellow after the device fell. The event occurred while the device was being inspected. The device was sent to an olympus service center for evaluation. During inspection and testing, service found the image disappeared. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.